Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced air bubbles in the tubing for the past month. The user reported that their highest blood glucose (bg) level was 280 mg/dl. The user sometimes primed the tubing to remove air bubbles and delivered a bolus to address bg level. Other times the supplies were changed and a bolus was delivered to address bg level. Reportedly, the user sometimes did not follow the proper fill process.